Event description:
It was reported that during a da vinci assisted prostatectomy, the surgeon was attempting to achieve hemostasis on a "normal surgery bleeder" when a system down event occurred. Universal surgical manipulator (usm 3) encountered a fault error and in turn, was power cycled twice, but the fault returned each time. The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) who instructed the customer to follow the prompts to disable usm 3. Operating room clinicians present during the surgery confirmed that the fault with the usm 3 did not cause the bleeding. The surgeon was able to place sutures to stop the bleeding as the other 3 arms were functioning during the time the usm 3 was abandoned. Per the anesthesia record, the total procedural blood loss was 350 ml and along with describing the bleeding as a ¿normal surgical bleeder¿, the or clinicians explained that in general, prostatectomies are bloody procedures. The surgeon required 4 working usms to complete the procedure; therefore, the patient side cart (psc) was switched out to another psc. Incidentally, while powering up the newly configured system with the replacement psc, the surgeon side console (ssc) that had been in use would not power on. The ssc was swapped with another, and the system was powered back on successfully. The procedure was completed robotically with a combined greater than 30-minute delay due to the replacement of both consoles. It was stated that the patient was ¿totally stable¿ with no injury or need for unexpected medical intervention throughout the reconfigurations.

Manufacturer narrative:
Based on the current information provided, the cause of the patient side cart (psc) system down event was a defective axes controller, arm (aca). This medwatch report captures the malfunction of the universal surgical manipulator (usm) 3 / psc with patient identifier (B)(6). A separate medwatch report with patient identifier (B)(6) was submitted for the surgeon side console (ssc) malfunction that directly followed. The events for both the psc / usm 3 and the ssc events together resulted in the surgical delay of greater than 30 minutes. The usm 3 is a part of the psc; therefore the device is documented as the psc. The part returned for evaluation was the faulted usm 3 (part: 380647-22/ serial number: (B)(4)). Failure analysis replicated and confirmed the reported event and the aca was replaced. Though not reported by the site, additional findings of friction at various points on the usm were noted. System logs showed the repeated usm errors as reported, and the new psc and ssc once the procedure was restarted. There were no additional errors during the remainder of the procedure. The power supply for the surgeon side console (ssc) was also returned for evaluation. During failure analysis, when installed in-house, the power supply would not power on, confirming the customer reported complaint. This complaint is considered a reportable malfunction event due to the following conclusion: the patient side cart (psc) was abandoned after the start of the procedure due to repeated recoverable faults. The surgeon was able to address the small surgical bleeder with suture using the 3 functioning universal surgical manipulators (usm). The psc was replaced to continue with 4 usms and the patient was ¿totally stable¿ during the system reconfiguration delay. There was no harm or injury to the patient, however, the reported failures could cause or contribute to an adverse event if they were to recur.